Event description:
Customer reported via phone, she was attempting to do a complete set change and the device alarmed motor error during manual prime. Customer's blood glucose was 201 mg/dl. Troubleshooting was performed and it was found the customer had bumped the device on the floor but not this morning. Possible slight crack was noted near the insulin window but customer wasn't sure. The device also alarmed motor position encoder error. The device was not exposed to a magnetic field. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked belt clip slot, cracked reservoir tube, cracked display window, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.